Event description:
The pt reportedly experienced an onset of dizziness that prevented him from driving. The pt underwent physical therapy vestibular treatment. However, this did not resolve the issue. The pt underwent exploratory tympanotomy and repair of perilymphatic fistula. The pt continues to be monitored by the center. The company is currently in the process of gathering more info and will report in a follow-up.